Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft bent at the handle assembly area and the handle separated. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the customer states that he fired eight clips and then the device locked out. There were no patient consequences. Case completed with another device of the same product code.